Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The customer reported a low blood glucose; value was unknown. Reportedly, the customer declined further trouble shooting with tandem technical support, therefore no additional information could be obtained.